Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the software version and rear label are incorrect. The event occurred during testing. No patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 06/03/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.